Event description:
Procedure type: lobectomy. According to the reporter: at the fifth firing, the device stopped after it fired about 15 mm. The black return knob was retracted and jaws were opened. The staples were not formed properly and some b-shaped staples were left on the proximal end of the jaws. Tissue was damaged and the part was over sewn with a new device. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).